Manufacturer narrative:
The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain in the lower limb when the stimulation was on. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit,56cm.

Event description:
A report was received that the patient was experiencing pain in the lower limb when the stimulation was on. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit,56cm model #: sc-1200 serial #: (B)(4) description: precision montage MRI ipg sterile kit model #: sc-4319 lot #: 20123505 description: clik x MRI anchor additional information was received that the patient underwent an explant procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain in the lower limb when the stimulation was on. The patient will undergo an explant procedure.